Manufacturer narrative:
Additional information was received that the infection was at the pocket site. Symptoms of redness and soreness at the pocket site was noted. The physician believed that it was not device related and the cause was unknown. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the lead and ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization record documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had infection. It was also reported that the physician were unaware of the cause and prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient had infection. It was also reported that the physician were unaware of the cause and prescribed antibiotics. The patient underwent an explant procedure.